Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one female patients. The results provided were: initial=8 ng/l /repeated=17 ng/l, 28 ng/l, 25 ng/l, 41 ng/l, 20 ng/l /send specimen to another facility=9 ng/l. Laboratory reference range for female: < 16 ng/l; male: <35 ng/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the leaking assy, trigger_ pre-trigger heater, complete (rohs) (7-200599-02), syringe assy (7-77650-09) and 100ul trigger pump (rohs) (7-96344-02), which resolved the issue. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the assy, trigger_ pre-trigger heater, complete (rohs) syringe assy and 100ul trigger pump (rohs). The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. The architect I system service manual contained adequate information for the troubleshooting, removal, replacement and verification of the assy, trigger_ pre-trigger heater, complete (rohs) syringe assy and 100ul trigger pump (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I serial number (B)(6) , or the assy, trigger_ pre-trigger heater, complete (rohs) (7-200599-02), syringe assy (7-77650-09) and 100ul trigger pump (rohs) (7-96344-02).